Event description:
It was reported that the epicardial left ventricular (lv) lead had high thresholds. The lead was capped and a second chronic but inactive epicardial left ventricular (lv) lead was uncapped. High thresholds were noted on the second lv lead as well, yet the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead implanted: (B)(6) 2010. (B)(4).